Event description:
The customer reported the device failed to power up.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. The device was evaluated at philips and the symptom was verified. The energy select switch was replaced to resolve the reported issue.